Event description:
It was reported that patient underwent a hip fracture repair procedure in 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to a fractured nail. The fractured fragment was removed and the nail remains implanted in the patient. There was a 30 minute delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."